Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device did not reliably charge unless it was held tightly against the charging pad, and a replacement charger was provided with subsequent confirmation of normal charging function. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no interruption to therapy and no need for medical care. Investigation included customer interview and device use verification. Investigation of this case revealed a malfunction of the charging system that was resolved with a replacement charger. It was concluded that the issue was related to the charger and that replacement restored expected performance.